Event description:
This report documents an event involving the use of our exactamix 2400 compounder ((B)(4)). The (B)(4) safely mixes parenteral nutrition solutions for homecare and health-system use. Our compounders use bar code ingredient verification to eliminate medication errors, and represent the state-of-the-art for total parenteral nutrition (tpn) compounding. On (B)(6) 2012, we became aware of an event where our customer compounded tpn therapy bags containing incorrect concentrations of potassium acetate. Although the orders intended 0.2 meq of ingredient, the customer pumped 0.4 meq. We were informed that an unknown number of bags were delivered to patients, with no known adverse patient outcomes as a result.

Manufacturer narrative:
Evaluation summary: the em2400 compounder uses bar code technology to enhance the safety of the device, while ensuring that the correct ingredients are loaded onto the compounder. In this instance, we have been unable to determine how this safety measure was bypassed, as the customer will no longer comply with our requests for information. Although the customer did inform us that no adverse patient outcomes resulted from this event, we have been unable to determine if medical intervention had been necessary to prevent such outcomes. Eleven unsuccessful attempts to obtain this information have been documented. As the customer has been unwilling to provide us with all relevant facts pertaining to this incident, this MDR was filed for reasons of discretion. Additional information will be provided in a follow-up submission as it becomes available. Evaluation codes method: (B)(4) - actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: no information. Facility has not provided necessary info.